Event description:
63 year old female who underwent hysterectomy on 4/10/92. Post op orders were to run epideral for pain. Mgt. Machine set to deliver 200cc of sufento epidural over a 20 hour time frame. Bag hung at 10:30 pm on 4/10/92 and at 12 midnight on 4/11/92 patient was found in severe respiratory depression with heart rate of 52. Patient intubated and placed on ventilator for 8-hours. Epidural bag found at code to be empty. Patient received 200cc of epidural in 1.5 hours. Settings on provider 5000 were programmed correctly. Evaluation performed after occurrence by anesthesia indicated device was delivering 10 times amount programmeddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. Date last serviced: 01-feb-92. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other, invalid data. Results of evaluation: none or unknown, invalid data, invalid data. Conclusion: device failed during assembly, device failed during assembly. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.